Manufacturer narrative:
Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation summary for the picture received was completed on 4/13/2021. According to the picture provided by the customer, the hemostatic valve is observed dislodged inside the hub on the device. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. The customer complaint was confirmed. This investigation was performed based only on the photo provided. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking as there was blood leaking like a faucet. The exact amount was not known, but it was immediately recognized that blood was leaking from the valve and it was replaced immediately. The blood observed inside the hub has dried and it was difficult for the biosense webster representative that supported the case to examine the hemostatic valve; however, it is believed it may have dislodged. No air entered the patient¿s body. Patient¿s hemodynamics was stable and no intervention was required. The sheath was replaced, and the issue resolved. Since the patient¿s hemodynamics was not compromised and no intervention was required, this event was not assessed as a patient event but as a MDR reportable product malfunction for ¿hemostatic valve separation¿ as it is most likely the blood leakage had occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking as there was blood leaking like a faucet. The exact amount was not known, but it was immediately recognized that blood was leaking from the valve and it was replaced immediately. The blood observed inside the hub has dried and it was difficult for the biosense webster representative that supported the case to examine the hemostatic valve; however, it is believed it may have dislodged. No air entered the patient¿s body. Patient¿s hemodynamics was stable and no intervention was required. The sheath was replaced and the issue resolved. The bwi product analysis lab received the device for evaluation on 4/15/2021. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal action were identified. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)